Manufacturer narrative:
Evaluation of the left ventricular assist system (lvas) confirmed the presence of thrombus inside the pump. The lvas was returned assembled. The driveline was severed approximately 9 inches from the pump housing. The severed portion of the driveline was not returned. The sealed inflow conduit was not returned. The sealed outflow graft, bend relief, and bend relief collar were not returned. The outlet elbow was returned. The distal side of the inlet stator revealed a red, tissue-like deposition. The thrombus had areas that were denatured and had a ring-like structure with laminate layering, which are indications that it likely developed over an undetermined period of time around the bearings while the pump was in operation. The deposition appeared to be in early stages of development with minimal layering. Although a specific cause for the depositions and a time frame for which it was present in the pump could not be determined, it would have potentially contributed to the report of elevated lactate dehydrogenase (ldh). Additionally, the depositions would have created additional resistance on the spinning rotor, potentially contributing to the confirmed power elevations. No other depositions were identified. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 2 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient was admitted to the hospital and presented with dark colored, bloody urine and lactate dehydrogenase (ldh) at 3260 u/l with baseline of 350 u/l. The patient reported sub therapeutic inr of 1.7 and 1.8. Upon admission, the patient was started on integrilin and bivalirudin with continuing of coumadin. During the analysis of the log file by the manufacturer's technical services representative, parameter trajectories consistent with thrombosis were observed. On (B)(6) 2017, the patient underwent a pump exchange due to suspected device thrombosis. No additional information was provided.